Manufacturer narrative:
Exemption number e2015058. The history logs for this device showed the pad-pak was first installed successfully on the (B)(6) 2015 and performed successful self-tests up to the (B)(6) 2015. The device failed a self-test and an auto self-test due to a low battery and a nonsensical duration was recorded on the (B)(6) 2015. The device failed multiple self-tests due to a low battery between (B)(6) 2016. No further data was recorded. The returned pad-pak was installed, the device powered on, then shut down with a low battery warning and a flashing red status led. A test pad-pak was installed and the device passed a self-test. No warnings were given at shutdown and the status led continued to flash green. Test therapy was carried out using a test power supply and the device delivered a test shock without fault, with an acceptable measurement being recorded for the test shock. Investigation found the reported fault can be attributed to a manufacturing defect at battery supplier. Upon further investigation of the returned pad-pak one of the six cells was found to have failed. The returned pad-pak DHR was investigated showing it was 1 of 200 pad-pak's manufactured under lot b1136, all pad-pak's were subjected to a battery voltage test with no recorded fails. Upon further investigation from the supplier the cell was found to have failed due to the presence of a foreign object.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device leds lit constantly.